Event description:
New information received indicated that on 25 apr 2023, the left ventricular lead was capped and replaced due to no capture. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-18515, related manufacturer reference number: 2017865-2023-18516, related manufacturer reference number: 2017865-2023-18517. It was reported that the patient presented for left ventricular assist device (lvad) implant. It was noted that the patient had temporary pacing and ventricular oversensing was detected on the device during the procedure. When the patient¿s chest was being opened, elevated capture threshold was noted on the right ventricular (rv) lead but during the procedure the threshold came back down to normal. The following day post-procedure, increased capture threshold was detected on the right atrial (ra) lead. Loss off capture was also observed on the left ventricular (lv) lead. Programming changes were made to the rv and ra leads, and the lv lead was turned off. The patient was asymptomatic and was in stable condition.